Event description:
Reported issue: patient reported that the device is causing pain and cutting of the tip of penis.

Manufacturer narrative:
Qn#(B)(4). There was no actual or representative complaint sample returned for evaluation, thus no physical assessment was not able to be conducted for this complaint. From the description it was stated that the catheter had cut the patient and causing him pain and cut therefore , it was suspected that there could be a sharp edge on the catheter shaft or balloon that could had caused the pain and cut. However, without returned sample and no photo provided as evidence the actual phenomenon which could lead to sharp edges on catheter as reported could not be determined. In addition, all foley catheters are subject to 100% inspection including visual inspection, balloon test, leak test and blockage. The defective catheters will be culled out during inspection. In conclusion, without returned sample and no photo provided as evidence the actual phenomenon which could lead to sharp edges on catheter as reported could not be determined. Therefore , the complaint is not confirmed.

Manufacturer narrative:
Qn# (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Reported issue: patient reported that the device is causing pain and cutting of the tip of penis.